Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets leakage event on (B)(6) 2025 and (B)(6) 2025. The leakage was at the t: lock connection. The infusion set was in use for 12 hours. The blood glucose level was 444 mg/dl and the patient was treated with correction bolus. The patient reconnected tubing and resumed insulin deliveries successfully. No further information available.